Manufacturer narrative:
Results of investigation:vyaire medical was able to confirm the reported complaint through the events log and duplicated during the functional check. The transducer pt802 (exhalation flow transducer) has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault. There is no patient involvement associated with this event.